Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had drawer failure and could not be recovered. A field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis anaesthesia es system drawer failed, prevented the user from removing medication to the patient. The customer stated that they were able to retrieve the required medication from other station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the pyxis anaesthesia es system drawer failed, prevented the user from removing medication to the patient. The customer stated that they were able to retrieve the required medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The customer was able to self-resolve the issue with a drawer in operating room 2. A field service engineer performed a proactive check on the station to make sure everything was good with the station and that it was performing properly. The system functioned as intended after the field service engineer troubleshooted the device.